Event description:
During an eye case, the tip of the device broke off, as the physician was chipping at bone for the purpose of inserting tubes. The physician was not able to retrieve the foreign body. The pt is scheduled to have foreign body removed at later date by an ent.